Manufacturer narrative:
The customer contact stated that the patient weight was unknown for this incident. The source is voluntary event report number mw5061954. The hospital's clinical engineering performed a checkout of the equipment and confirmed the reported complaint. The gas inlet valve was replaced, and the unit was returned to service. The customer contact stated that the patient weight was unknown for this incident.

Event description:
The hospital reported that the unit alarmed and was not able to mechanically ventilate during a case. The patient was manually ventilated until the unit was swapped out. There was no report of patient injury.